Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope's outer tube detached from the welded point at the proximal end. The issue occurred during a transurethral resection of the prostate procedure. There were no reports of patient harm and the intended procedure was able to be successfully completed using a similar device.

Manufacturer narrative:
Updated fields: h3, h6, and h11. This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The image was dark. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely that excessive force was applied to the insertion tube. As a result, the lenses are broken, causing the view to be dark and distorted. Olympus will continue to monitor field performance for this device.